Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer received box of touchless plus catheters and half were dry. Also stated that it could not be used.

Event description:
It was reported that the customer received box of touchless plus catheters and half were dry. Also stated that it could not be used. Per follow up via phone (B)(6) 2023, the catheters lacked lubrication causing self limited bleeding with use. Customer stated that the catheters were completely dry. Customer was unable to fully insert or void with the catheter. No medical intervention was required. Customer no longer had the product information.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.